Event description:
During preventative maintenance, a baxter technician found a low battery alarm. This condition had the potential to interrupt delivery. Complaint questions don't need to be answered because complaint was found by baxter technician. There was no report of patient involvement, injury, or medical intervention necessary. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a low main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.